Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: added

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown (B)(4). Investigation summary: the photo investigation revealed that 4.5 healix advance br w/ocord had the threads damaged. The device was not in the desiccating tray. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue. The manufacturer performed an investigation with the following results: an in-progress control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check is successful, none of the 9 parts were non-conforming. It can be concluded that it is highly unlikely that these defects were generated during the manufacturing process. Device cannot be assembled with missing threads. The root cause is more likely to be misuse of the material. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. ¿ based on the investigation findings, the potential cause can be traced to user. As per the instructions for use; use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there were no non conformances related to the reported event.

Event description:
It was reported that prior to a rotator cuff repair surgical procedure, the 4.5 healix advance br w/ocord device was opened (did not use), and was missing the thread. During an in house engineering evaluation it was found that the device had damaged threads. There were no adverse consequences to the patient. No additional information could be provided.